Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported via user facility medwatch report that the "pt was admitted for increasing claudication, r>l in (B)(6) 2011. Pt was scheduled for peripheral angiography with possible vascular intervention. Angiography revealed a complete occlusion of the right sfa (superficial femoral artery) at which point the physician proceeded to pta and stent placement. Over the next several months the pt complained of increasing claudication. Repeat angiography approximately 8 months later revealed severe restenosis with multiple stent fractures. The pt was admitted once again for repeat peripheral angioplasty with stent placement."